Manufacturer narrative:
A review of mfg records for this lot has been requested. Cryocyte bag complaint data are reviewed monthly by mountain home mfg plant and cellular therapies division quality mgt. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.

Event description:
A 250 ml cryocyte freezing container broke during storage. The bag was observed to be shattered upon opening the cassette after removal from the vapor phase freezer. The stem cells were not administered to the pt. The fill volume was 50 ml of stem cells. The duration of storage was less than two weeks. A controlled rate freezer was used to cool the bags prior to placement in vapor phase. The sample was sent to baxter for evaluation.